Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the boot plastic frame was cracked. A visual inspection was performed and showed the ahtb is not cracked. All areas of the ahtb boot were examined and no cracks were visible. The orange straps show to be worn from use. No manufacturing related defects were observed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during hip arthroscopy, the boot plastic frame cracked. The procedure was successfully completed using a back-up device. A delay between 30 and 60 minutes was reported. No patient injury or other complications were reported.